Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heater cooler unit was not giving correct temperature. The unit was changed out. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the heater cooler would not reach the correct temperature. Fsr found a loose green wire on thermistor p1 connection, which he repaired. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information obtained indicated that the issue occurred during set up for a cardiopulmonary bypass procedure.